Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021. The cause of death was a possible stroke. The caller stated that the customer had low thyroid and low iron that may have led to the customer's passing. The customer¿s blood glucose was above 33 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller agreed to return the insulin pump for analysis. Frn-unk-rsvr unomed set.